Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010, during drain cycle 1. The ultrafiltration (uf) reading was 2008ml, indicating the home patient (hp) drained 2008ml more than their programmed fill volume of 1800 ml. This information gave a total drain volume of 3808 ml, which meets iipv criteria.